Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a power disconnect alarm and a ventricular assist device (vad) stop alarm. The cause of the alarms is unknown, and it was reported that the driveline and batteries were all connected. It was noted that just before the power disconnect alarm and vad stop alarm there was a low flow alarm. Following the alarms, the vad stopped. The controller was exchanged and the vad started running again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. External visual inspection revealed contamination within power ports one and two. The observed contamination was not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Visual inspection under 10x magnification revealed a hairline crack around power port one. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. The observed crack on the standoff post was not related to the reported event. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. Analysis of the alarm log file revealed one low flow alarm logged on (B)(6) 2019 at 22:53:52. Three vad disconnect alarms were logged on (B)(6) 2019 at 22:56:56, 23:02:44, and 23:03:19. Analysis of the event log file revealed four controller power up events on (B)(6) 2019 at 23:02:37 and 23:03:11, and on (B)(6) 2019 at 14:29:07 and 14:47:11. The controller lost power on (B)(6) 2019 at 22:57:08. No power disconnect alarms were recorded in the log files. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on the log file analysis, the most likely root cause of the vad disconnect alarms can be attributed to the physical disconnection of the driveline from the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, and/or intermittent disconnections on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.